Manufacturer narrative:
(B)(4). It was reported that the device had a pull off - suture needle issue. As no sample was returned for evaluation, we are unable to investigate further to the issue of ¿the suture was detached from the needle easily during continuous suturing. It was not a control release needle".

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot # for eh7585h? The lot number is unknown. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on unknown date and the suture was used. During the surgery, the suture was detached from the needle easily during continuous suturing. It was not a control release needle. There were no adverse consequences reported. No further information is available.